Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report the issue. Customer confirmed that the lamp hours on the device were at 0, and the main lamp would work after rebooting. Tac recommended the customer send in the device for evaluation and possible repair. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported, the main lamp on the evis exera iii xenon light source went out and the spare lamp came on. This occurred during procedure preparation, and there was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 9 years) led to deterioration of the igniter board and mail lamp failure to ignite the emergency lamp.